Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements. Current measurements are not out-of-range. Boston scientific technical services (ts) suspected calcification of the lead tip. Six months later the shock impedances exceeded 125 ohms and during a recent episode and the device recorded code 1005 indicative of shock delivered in an open condition. Surgical intervention was performed and the lead was capped.